Manufacturer narrative:
Results: the 5max dc proximal shaft was fractured underneath the strain relief approximately 2.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max dc became fractured near the hub during the procedure. The 5max dc was removed and another catheter was used successfully. Evaluation of the returned device revealed a fractured proximal shaft. This type of damage typically occurs due to improper handling during preparation or use. If the device is manipulated at an angle while force is being applied, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using the penumbra system 5max ddc distal delivery catheter. During the procedure, a 5max ddc catheter became fractured as it was being advanced and was withdrawn from the patient. Another catheter was used to successfully complete the case. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.